Manufacturer narrative:
The customer reported that the cns (central nurse's station) is having intermittent communication loss on all beds in the facility. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central nurse's station) is having intermittent communication loss on all beds in the facility.

Manufacturer narrative:
The customer reported that the cns (central nurse's station) is having intermittent communication loss on all beds in the facility. The customer put a back up cpu in place. Since doing do, the problem has not occured. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.